Manufacturer narrative:
The sheath was flushed with fluid, passed pressure, and aspiration leak testing with no anomalies observed. Microscopic examination of the seal revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the event could not be confirmed.

Event description:
During an atrial fibrillation procedure, blood was leaking from the sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.